Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call, she woke up with high blood glucose of 433 mg/dl. The device had a no delivery alarm in the morning and she was able to clear the alarm and treated with existing infusion set and reservoir and inquired why the alarm occurred. Customer declined troubleshooting. The device is not returning for analysis.